Manufacturer narrative:
Pt information not provided as no pt was involved in this concern. Per medtronic engineer who went to site to test systems, the s7 system was showing that it was accurate on a sawbone test, but when doing a cal 3d verification, it was off by medtronic standards. Re-calibrated right side and verified left. Everything is accurate now.

Event description:
A medtronic rep reported that the site alleged an inaccuracy of right side when using the stealth station s7 system and o-arm. There was no pt present.